Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have a misaligned bite and they ended up with an infection in the root of their tooth that required a root canal, crown and now braces to correct what byte aligner treatment did.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.